Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that emergency medical services were dispatched for the customer on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of over 800 mg/dl. The blood glucose level was also 547 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced vomiting. They were treated with intravenous drip at the hospital. The insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.